Event description:
The catheter was placed on 8/20 by an anesthesiologist. The following day, the pt was post-op with catheter still in place. The pt felt something wet on his arm and the nurse noted arterial blood and unwrapped the dressing. The catheter had separated. A surgical cutdown was peformed to remove the distal portion of the catheter. There were no complications.